Event description:
It was reported that pump was on, but the pump screen was black. The customer's blood glucose level was 190.8 mg/dl. Customer attempted to wake pump screen as instructed and then plugged pump into known working power source, but pump screen still did not turn on, so customer planned to transition to multiple daily injections for backup therapy while technical support arranged replacement pump, provided instructions for storage mode, advised customer to reprogram pump settings and reconnect cgm on replacement device, and requested return of nonworking pump using prepaid label within ten days.